Event description:
It was reported an issue with infusion running faster than expected. It was reported that oxaliplatin ran dry when the pump stated "there was still 5-6ml left in the IV bag to infuse". The product issue was reported to bd representative during site visit. It was reported that "no further information available and no products available for investigation". There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.